Manufacturer narrative:
G4: PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil encountered resistance and kick back in a catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the internal carotid artery (c6 segment) with a max diameter of 3.5 mm and a 2.9 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that during the aneurysm procedure, the operator performed coil embolization. While using the coil, the operator noted that it felt relatively stiff and there was a ¿kickback¿ phenomenon in the microcatheter, which was different from previous experiences with medtronic coils. However, thanks to the surgeon¿s expertise, the coil was safely deployed in the aneurysm and the patient was unharmed. Therefore, the physical product couldn't be returned. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information was received stating that the cause of the resistance/kick back was not determined. Resistance was in the middle and distal sections of the catheter. The coil came out of the introducer sheath smoothly. A continuous catheter flush was administered during the procedure. No kink/damage to the coil and catheter was observed after removal. The catheter was a medtronic product.